Event description:
It has been reported that a nasoenteric tube was found to be obstructed and when it was removed from the pt, the tungsten bolus was missing.

Manufacturer narrative:
As reported, the product was discarded. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.